Event description:
It was reported that the pt fell about a year before the report and had not used the stimulation since. The pt was having the device checked at the time of the report for the first time since the fall. Impedance measurements were normal. There was a message screen noting a low battery. It appeared the stimulator was going through the normal process of battery depletion. Additional info rec'd reported that the pt complained of uncomfortable stimulation changes after the fall. An x-ray was done and according to the physician, the lead was not in a proper location. This was confirmed with reprogramming. The doctor was going to perform surgery and rather than try to reposition, the physician wanted to replace.

Manufacturer narrative:
(B)(4).